Event description:
A 8f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous interventional procedure. A are-deployment femoral angiogram was obtained. The angio-seal was deployed and hemostasis achieved. The suture was cut below the clear stop, and the physician pushed the tamper tube down, but was unable to see the compaction marker. Several attempts were made to remove the tamper tube from the groin, but it could not be removed. The tamper tube was cut in half, with the one half remaining at the groin site. A compression clamp was applied proximal to the site of the tamper tube and hemostasis was achieved. The following afternoon, the patient underwent surgery where an incision was made in the groin, and with moderate force, the tamper tube was removed from the knot and the patient. The angio-seal was left in the place and the patient went home that evening.